Event description:
In appropriate shock therapy relative to the subject device was reported. Also, while the associated ICD device was interrogated, shocks were delivered during reading of the memory. Oversensing was observed on egm, and the lead impedance was under 200 ohms. An intervention is scheduled for the (B)(6) 2011 to replace the subject lead.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.